Manufacturer narrative:
Product event summary: analysis confirmed that the stylus calibration is off. The overlay/bezel assembly was found out of electrical specification.

Event description:
The programmer was returned for repair.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the stylus/touch pen needed to be calibrated. Technical services (ts) recommended to try another stylus, whichthe caller was to do. Shortly after the call, additional information was received which indidated that the stylus could not be calibrated and will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.